Event description:
Customer reported an issue with the beneview t series monitor which may have affect gas monitoring. No pt injury was reported.

Manufacturer narrative:
Device was returned to the company for eval.